Manufacturer narrative:
Serial number unknown, not provided at time of report.

Event description:
The customer reported the device was not recognizing the battery. There was no reported patient involvement.